Event description:
During the embolization procedure of an unknown vessel, the orbit rdfl complex fill coil ((B)(4)) was stretched during inserting into the target aneurysm, and after the event, the coil and delivery system was removed from the patient without any issues. After the event, the same microcatheter was used to complete the procedure since it was not damaged. An adequate continuous flush was maintained through the (mc) microcatheter at all times, and there was no resistance when the coil was inserted in the mc or any other time. There were no kinks in the mc that may have contributed to the event and a balloon or stent remodeling product was not used during the procedure.

Manufacturer narrative:
The product is available for evaluation and testing, however the analysis has not been completed. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During the embolization procedure of an unknown vessel, the orbit rdfl complex fill coil (638cf0721/ 15446422) was stretched during inserting into the target aneurysm, and after the event, the coil and delivery system was removed from the patient without any issues. After the event, the same microcatheter was used to complete the procedure since it was not damaged. An adequate continuous flush was maintained through the microcatheter (mc) at all times, and there was no resistance when the coil was inserted in the mc or any other time. There were no kinks in the mc that may have contributed to the event and a balloon or stent remodeling product was not used during the procedure. It is not known if the microcatheter had been repositioned while the coil was deployed out of the distal end. There is no information available regarding the vessel /aneurysm characteristics. One non-sterile trufill dcs orbit was received entangled inside a plastic bag, several kinks were found along the hypotube. The gripper was found tied up to the introducer, no other anomalies were noted. The support coil and gripper were found outside the introducer. The gripper and embolic coil were observed under the microscope. The gripper was found stretched and twisted; the embolic coil presented no damage. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported stretching of the coil was not confirmed; no damages to the coil were found with inspection. The gripper was found stretched, twisted and wound around the introducer. The cause and timing of the gripper damage cannot be determined. It is unlikely that the gripper damage was present prior to use as damages to the extent received would likely have prevented advancement through the microcatheter. If this was the stretched damage during procedural use, it would require fixing of the gripper proximal to the coil. With review of the condition of the returned device; gripper wound around the introducer, it is possible that post procedural handling contributed to the gripper damages. Based on the available reported information no conclusion can be made. The analysis and device history record did not present with any indication of manufacturing defect or anomaly contributing to the reported event or the damages noted. The device records indicated that the product met specification prior to shipment; additionally inspections are in place to prevent these kinds of damages leaving from the facility, therefore no corrective action will be taken at this time.